Manufacturer narrative:
The investigation has determined that a non-reproducible, higher-than-expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined with the information provided. The customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4960 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. No information was provided with regards to the handling of the patient sample that produced the higher-than expected vitros tropi es result. It is possible that cellular debris, due to poor sample preparation was present in the affected sample, although this could not be confirmed as it was not possible to determine the manufacturers recommendations for the collection devices¿ centrifugation. Instrument related performance issues did not likely contribute to the event as the customer gave no indication of any instrument malfunction however, as no diagnostic within run precision testing was performed, an instrument issue cannot be completely ruled out as a potential contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 4990.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher-than-expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient 1 sample results of 2.851 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi I es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601856.